Event description:
Boston scientific (bsc) (B) (4) received information that this right ventricular dextrus lead was exhibiting no pacing or sensing and no capture despite maximum device outputs. A chest x-ray showed the lead was located in the left ventricle. The patient has fluid around the heart and history of atrial flutter (af). An echocardiogram revealed a perforation requiring a drain via the pericardial window and chest tube. A lead revision was performed and the lead was successfully repositioned with acceptable measurements. No other adverse events have been reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.